Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the evening of the implant the atrial lead dislodged. The lead was repositioned and is still in use. Further testing indicated that the atrial port of the device may be faulty. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the evening of the implant the atrial lead had dislodged. The lead was repositioned and is still in use. Further testing indicated that the atrial port of the device may be faulty. The device was removed and replaced. No patient complications have been reported as a result of this event.